Event description:
It was reported that the pt had been doing very well with the therapy for the past yrs. In (B)(6) 2010, she began experiencing "shocking sensations". She complained that this plan was difficult to live with. She was programmed on (B)(6) 2010 to test the device. The device appeared to be functioning fine. Upon changing the settings (without the pt being aware of the changes) she experienced an increase in discomfort and pain when the stimulation parameters were increased. It was explained to the pt that it may be necessary to replace the device due to the shocking sensations. The pt was appreciative of a potential fix for the pain. The company employee reported that the pt was still awaiting prior authorization from her insurance company to move forward with the revision surgery. Additional info has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).